Manufacturer narrative:
This report is based on device analysis. If additional relevant information is received, a supplemental report will be submitted. Event summary: analysis confirmed the report of fan noise. A loose ECG (electrocardiogram) connector was also found on the printed circuit board. (B)(4).

Event description:
It was reported that the programmer had fan noise and that it was unable to be corrected. The programmer was returned for service. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.